Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient who experienced syncopal episodes following a series of falls. The physician verified that the falls were unrelated to prior device function, but subsequent review of real-time ecgs showed noise with little or no movement by the patient. The device had migrated. The device was explanted and replaced. The patient reported in good condition and will be followed up normally.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.